Event description:
Consumer reported five false negative results with the binaxnow¿ covid-19 antigen self test on varying dates and times. This report is one (1) of five (5). Consumer reported receiving a negative result with the binaxnow¿ covid-19 antigen self test on (B)(6) 2022 at 0900 est on a direct tested nasal kitted swab. Confirmation pcr testing was performed on (B)(6) 2022 at 1600 est which presented a positive result. Consumer was asymptomatic. No further information was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Related MFR reports: 1221359-2022-01033, 1221359-2022-01034, 1221359-2022-01343 through 1221359-2022-01345.

Manufacturer narrative:
Investigation report: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.